Event description:
It was reported that a patient underwent an unknown spinal procedure. During the procedure, the pituitary tip broke. Surgeon was able to remove the broke pieces. No further details are known at this time.

Manufacturer narrative:
(B)(4): neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Manufacturer narrative:
Additional information: the device has been returned to the manufacturer for evaluation. Analysis results are not available at the time of this report. A follow-up report will be sent when the analysis is complete.

Manufacturer narrative:
Analysis of the returned device shows that the damages are consistent with applying excessive loads to the instruments during the grab of tissues or bone. No deviation or non-conformance has been recorded for the lot number gz11d014. Some investigations have been performed on the design of the pituitary which have found that due to the delicate nature and the variety of uses for this instrument, the root cause is determined to be due to wear over time as this may require the use of greater force on the instrument which could lead to breakage. Wear can also occur sooner if the surgeon is using the instrument for purposes other than the intended use. The current design has been optimized to fulfill the surgeon's needs while maintaining the requirements to cut soft tissue.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.